Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were experiencing low blood glucose level and also had diabetic ketoacidosis. Blood glucose level at the time of the incident was 43 mg/dl and was treated with food for it and the value raised to 50 mg/dl. Later the value was 45 mg/dl and got treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode. Customer was performed self test and displacement test and it was passed. Customer stated insulin pump was not over delivering. The insulin pump will not be returned for analysis.